Event description:
Boston scientific received information that this patient was involved in an unsuccessful implant procedure. The first of two leads was an attempted right ventricular (rv) implant. The physician had difficulty placing the lead in a stable position at the rv apex. The lead was extracted and a second lead attempted though acceptable lead measurements could not be obtained. The procedure was then halted due to the patient's condition degrading and a cardiac tamponade was suspected though later ruled out by echocardiogram. The patient was stabilized though the implant procedure was unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.